Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported eye tracker issues during refractive ablation. Additional information received, the issue is resolved and there was no patient harm.

Manufacturer narrative:
Additional information provided. During a onsite visit the fse (field service engineer) found the customer adjusted eye tracker to proper setting. Fse verified eyetracker to make sure system is working properly. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).